Manufacturer narrative:
Pump received with no button response. Unable to download to thump and create the power management graph due to no button response. Unable to verify stuck button alarm, battery failed alarm, power loss alarm and perform the self test, active current measurement and sleep current measurement due no button response. Pump was cut open to perform visual inspection and found moisture damage to the keypad flex tail and electronic assembly. No moisture damage on the motor, battery tube, vibrator, keypad traces and keypad dome switches noted. The following were noted during visual inspection: pillowing keypad overlay, serial number label fading, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. No damage on the belt clip rails noted. Pump received with no button response due to moisture damage on the electronic assembly and keypad flex tail. Unable to download to thump and verify stuck button alarm, battery failed alarm and power loss alarm due to no button response. Cosmetic damage at the belt clip rails was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), h6 (medical device problem codes 2885, 2885 has been removed), h7 (unchecked the box "recall") and h9 (removed the recall number) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer fell off the lake, the stuck alarm showed up, but they were not pressing anything, the down button was not working, and they could not clear the alarms. There was no visible water on the pump. The customer stated that the location of the damage was at the belt clip rail. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the fluid in the pump, but there is no visible fluid in the pump. The pump did not pass the self-test. Troubleshooting was performed for the stuck button alarm, and the serialized device will be replaced. Troubleshooting was performed for the battery failed alarm, and no damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Event description:
It was reported to medtronic minimed that the customer fell into the lake and pump showed an alarm, but no buttons were pressed. The down button was not working, and the alarms could not be cleared. The customer stated that there was a power loss and that they were unable to clear the alarm. No visible water was found on the pump. The customer mentioned that the damage occurred at the belt clip rail. Additionally, the customer reported receiving a "battery failed" alarm. The customer reported no adverse event. The event involved product(s) mmt-1884.troubleshooting was performed for the fluid in the pump, but there was no visible fluid in the pump. The pump did not pass the self-test. Troubleshooting was performed for the stuck button alarm, and the serialized device will be replaced. Troubleshooting was performed for the battery failed alarm, and no damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.